Event description:
It was reported that during the puncture procedure, fluid leakage was detected 5 cm from the catheter tip during pre-filling and mst. Repeated pre-filling confirmed the leakage. The department opened a new catheter and successfully completed catheterization for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter were returned for evaluation. An initial visual observation of the photograph showed the distal end of the catheter shaft held by a gloved hand. Two drops of liquid were observed on the catheter shaft, one of which was proximal to the valve. No details of the leak site could be discerned in the photograph. What appeared to be light use residue was observed on the catheter shaft. The other photograph showed the product label information. Part of the catheter was visible but no remarkable features were observed. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.